Manufacturer narrative:
The reporter indicated another same model lens but different axis was implanted as exchange lens and the problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+3.0/100 (sphere/cylinder/axis), within the same surgery due to the doctor judged that the size was unsuitable. There was no report of any apparent injury. The lens was exchanged for another lens. The reporter indicated the cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.